Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion and component. H3 device evaluation: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator halted ventilation while the patient was connected and being transferred from the hospital room to the examination room. The unit's screen display went to black status and continuous alarm was generated. The unit was repaired by third-party service provider tokibo (tkb) and the replaced components were returned to medtronic for further analysis. One ht70 power switch was received for failure analysis. The device was power cycled multiple times using the switch, the device power cycled properly each time. No fault was found with the component. One ht70 control board was received for failure analysis. Initial inspection of the unit revealed a shorted/cracked capacitor c92, a component of the power selector circuit. A failure of the c92 capacitor during use would lead to a loss of power/ventilation for the unit. The cause of the event was isolated to shorted/cracked capacitor c92 in control board. An internal investigation exists regarding this issue. The service history review of the ventilator was performed and found the last service occurred on 29-09-2017 for unrelated replacement of control board and was released passing all functional tests. There is no indication this complaint event is due to a manufacturing issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator halted ventilation while the patient was connected and being transferred from the hospital room to the examination room. The unit's screen display went to black status and continuous alarm was generated. The patient outcome and intervention are unknown at this time.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator halted ventilation while the patient was connected and being transferred from the hospital room to the examination room. The unit's screen display went to black status and continuous alarm was generated. The patient outcome and intervention are unknown at this time.